Manufacturer narrative:
Additional information was received that the patient was experiencing inadequate stimulation due to non-functioning contacts.

Event description:
A report was received that the patient's ipg would no longer charge. It was noted that there were potential broken contacts from the several falls the patient has had. The patient will undergo a revision procedure wherein the ipg and leads will be replaced.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8116-70 serial #: (B)(4) description:artisan surgical lead, 70cm.

Event description:
A report was received that the patient's ipg would no longer charge. It was noted that there were potential broken contacts from the several falls the patient has had. The patient will undergo a revision procedure wherein the ipg and leads will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg and lead replacement procedure. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient's ipg would no longer charge. It was noted that there were potential broken contacts from the several falls the patient has had. The patient will undergo a revision procedure wherein the ipg and leads will be replaced.

Manufacturer narrative:
Additional information was received that the broken contacts were removed from the patient's body.

Event description:
A report was received that the patient's ipg would no longer charge. It was noted that there were potential broken contacts from the several falls the patient has had. The patient will undergo a revision procedure wherein the ipg and leads will be replaced.